Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 19. Details of surgery: ridge augmentation. On (B)(6) 2022, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: swelling, bleeding, abscess and inflammation. No further patient complications were reported.